Manufacturer narrative:
As of today, no additional information is available. Should additional information become available, this report will be updated. At this time, our investigation is complete.

Event description:
Boston scientific received information that the pacer dependent patient with this right ventricular (rv) lead was hospitalized after intermittent loss of capture (loc) on both the rv and left ventricular (lv) lead. The rv lead also displayed high pacing thresholds. A revision procedure was performed during which the rv lead was cut and capped. There were no additional adverse patient effects reported.